Event description:
It was reported that the right atrial lead exhibited noise which was noted on electrogram. Samples of true electromagnetic interference and lead noise were observed. There was no clinical sequelae, and the physician concerned that was early lead degradation. No intervention was performed. The patient would continue to be monitored.